Manufacturer narrative:
E1 updated. One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the latch lock flex sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device exhibited a latch/lock sensor defective error. There was no patient involvement.